Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was squirting insulin after they released the button during the fill tubing process. The customer¿s blood glucose level was in the 60 mg/dl range at the time of the incident. The customer stated the pump motor did not stop when it contacted the reservoir. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.